Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a high out of range shock impedance measurement during induction testing. The physician elected to reconnect the electrode and it was confirmed to be properly inserted in the header of the s-ICD. Another induction test was not performed and an emergency shock was performed, but again the shock impedances were out of range. All available evidence indicates the s-ICD remains implanted and in service. No additional adverse patient effects were reported.